Event description:
The manufacturer representative (rep) reported that the patient was having an implantable neurostimulator (ins) replacement on the day of the report. The rep noted that there was nothing wrong with therapy a month prior to the report, thus they didn't expect there to be any issue. It was reported that the ins replacement/explant was due to the battery being at end of life (eol). The explanted ins was not returned. Relevant medical history includes chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.